Manufacturer narrative:
Additional information was provided in h.11. The origin of the reported complaint cannot be confirmed. The reporter stated intraocular lens (iol) finding was almost disappeared about 1 month after the initial surgery. Complaints have been received reporting a potential presence of polychromatic sheen. No harm to patients reported. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a blue-colored clouding was found in the iol. The iol was remained in patient's eye. Additional information has been requested and received stating iol finding was almost disappeared about 1 month after the initial surgery.